Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown p5 28mm liner 10 degree hood. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient's right total hip revised due to x-ray finding eccentric poly wear by surgeon. Revised liner and head only.